Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The battery of this s-ICD was suspected to be depleting prematurely. At this time, the revision procedure has not been scheduled or performed. Should additional information become available, an updated report will be provided. Additional information was provided, stating that the patient currently lives in holland and the local representative was not provided with any additional information. The device remains in service. No adverse patient effects were reported it was later reported that in june 2022 the patient had the device replaced in the netherlands, without a boston scientific representative present. A sales representative was later contacted to retrieve the device. The explanted device has been returned and is undergoing laboratory analysis.

Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The battery of this s-ICD was suspected to be depleting prematurely. At this time, the revision procedure has not been scheduled or performed at this time. Should additional information become available, an updated report will be provided. Additional information was provided, stating that the patient currently lives in holland and the local representative was not provided with any additional information. The device remains in service. No adverse patient effects were reported boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The battery of this s-ICD was suspected to be depleting prematurely. At this time, the revision procedure has not been scheduled or performed at this time. Should additional information become available, an updated report will be provided. Additional information was provided, stating that the patient currently lives in holland and the local representative was not provided with any additional information. The device remains in service. No adverse patient effects were reported. It was later reported that in (B)(6) 2022 the patient had the device replaced in the netherlands, without a boston scientific representative present. A sales representative was later contacted to retrieve the device. The explanted device has been returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The laboratory technician was unable to communicate/interrogate the device when it was received, likely due to the device being returned six months post-explant. During testing, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.